Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: cruise 300cm,sheath: sheathless pv 6f 12cm, stent: absolute pro. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric de novo external iliac artery. A brachial approach was taken to the target lesion of the right external iliac artery. After an unspecified absolute pro stent was implanted in the lesion, another 8.0 x 60 mm absolute pro stent was used to cover the distal lesion. However, the 8.0 x 60 mm absolute pro stent delivery system met resistance during positioning and was therefore removed from the anatomy. The stent was found to be partially deployed, although the locking mechanism was in the locked position and the thumbwheel was not manipulated at all. The procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It is likely that the distal sheath of the absolute pro became pushed back as a result of the reported resistance with the previously placed stent. This likely caused the premature deployment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The device was in the locked position when it was removed from the anatomy. No additional information was provided.